Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse reported that the connection guide for the fiber optics connector was broken. To resolve the issue, the fse replaced the fiber optic cable assembly and completed all diagnostic and performance tests with no failures or issues. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic alarm. It is unknown under which circumstances this event occurred, however there was no patient involvement and no adverse event was reported.